Event description:
It was reported that the user inquired about returning an ilet pump that had been dispensed via a pharmacy prescription and was seeking guidance from their clinician and distributor on next steps. Symptoms included hypoglycemia with an unclear cause, although blood glucose was reportedly not affected at the time of the call. Outcomes included no alerts or alarms and no hospitalization. Investigation included a review of available complaint details, triage for adverse event classification, and assessment for device performance issues. Investigation of this case revealed no device malfunction, no alarm activity, and no confirmed device-related contribution to the reported hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.